Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. During cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Additionally, the insulin gauge was inaccurate. The customer declined to perform additional troubleshooting. Customer's blood glucose was 170 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.